Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 10 atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a 6f heart rail jl4 guide catheter and a route guidewire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher 18/3.5 mm stent. The maverick2 monorail balloon was removed and replaced with a fortes balloon to successfully pre-dilate the lesion. No patient injuries or complications were reported. Patient status is reported as 'good'.